Event description:
It was reported that the pump touch screen had a pixel issue making the screen unreadable and interaction impossible. There was no reported impact to the customer¿s blood glucose level. Pump was replaced for customer, and no additional information was received regarding the outcome of the event.